Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported that they had stopped using the system after (B)(6) 2026 due to alleged discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated that the reported discrepancies occurred during the initial post-insertion period, which represents an expected early wear phase while the sensor stabilizes, as described in the user guide. Review further showed that the system was beginning to stabilize following insertion when the user discontinued use on (B)(6) 2026. The user was informed that continued use of the system for a minimum of three days would be required to allow further evaluation and stabilization. Customer care reviewed proper calibration practices and advised that system performance is expected to improve as stabilization progresses. The user acknowledged this guidance and agreed to resume use of the system as instructed. Per data management system review, the user subsequently resumed system use and was receiving up-to-date information at the time of case closure.